Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary investigator reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of incident was 480 mg/dl and 250 mg/dl more than 3 hours post meal with an additional bolus correction dose which did not go down after 90 min. The insulin pump will not be returned for analysis.